Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported one of the leads broke after less than 6 months. It was noted the patient was implanted last year. It was noted the patient was treated ¿very unprofessional and bad by the doctor and heard the doctor and tech talking bad about them.¿ it was reported the patient had a different surgeon remove it and never heard ¿a thing back from any of the 3 techs or the doctor that they had dealt with multiple times before¿ it was stated the patient ¿had more pain and had to go through all of the procedures¿ and had not received and apology. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient stated this was the worst experience they ever had. It was noted the patient had met with three manufacturing representatives.